Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the screen was abnormal. A clamshell was attached to the device and held out at an arms length. The handle was then tilted upwards at a thirty degree angle. The screen was not clearly visible when held in this manner. It was reported that the display screen had an irregular output. The reported issue was confirmed. The most likely cause was traced to a component failure. The investigation detected an unreported condition of loose motor screws that had no relationship to the reported condition. Loose motor screws can result in unanticipated motor movement. The root cause of the observed condition was determined to be a result of a manufacturing activity. The thread locker applied to the screws was not activated properly. Improvements have been initiated to mitigate this condition. Additionally, the investigation detected an unreported condition of a damaged transistor that has no relationship to the reported condition. A damaged electrical component resulting in loss of piezo function may occur due to rough handling such as the handle being dropped. This failure poses no patient safety risk. The audible tones are for user information only and do not communicate patient safety related issues. The root cause of the observed damage was misuse of the product. The investigation found the unreported failure did not cause or contribute to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during servicing, the first handle had a dark screen and the graph was not well seen and the second handle had a broken screen, and the third handle made a loud noise. Another handle was used to resolve the issue. There was no patient involvement.